Manufacturer narrative:
The covidien service engineer (cse) re installed the breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb) and the cable between the bdu and graphic user interface (gui) however the issue was not resolved. The cse then replaced the bdu cpu pcb and downloaded the latest software. After running three calibrations the unit passed all testing. There was no pt involvement. (B)(4).

Event description:
Covidien received information stating that there was a system error during an 840 ventilator start up. The unit then did not enter the service menu. There was no reported pt involvement.